Event description:
During routine testing of the device, the user reported the image displayed through the endoscope was blurry. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.